Event description:
It was stated that the insulin pump had a constant tone, followed by a blank display. Troubleshooting was performed, and the constant tone continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty liquid crystal display driver.